Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized multiple times due to diabetic ketoacidosis. Customer was treated with intravenous insulin drip/fluids and released the following day. Although requested, no additional information was provided by the contact as the issue occurred over a year ago.